Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. As the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. D10 concomitant devices and therapy dates: gore® viabahn® vbx balloon expandable endoprosthesis tag thoracic branch side branch component tag conformable thoracic stent graft with active control system. Further details were requested from the physician, but not provided yet. Further investigation is being conducted and will be reported in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore over imaging email and the imedidata study database: a 71-year-old male (180 cm, 75 kg) with a complex medical history presented with a type b thoracoabdominal aortic dissection distal to the left subclavian artery. This was complicated by malperfusion of the lower extremities and renal arteries, including involvement of the left renal artery (lra) originating from the false lumen. The index endovascular procedure was performed on (B)(6), 2025, which was technically successful, with accurate device deployment, secure delivery system retrieval, and no need for immediate corrective intervention. Planned adjunctive and staged procedures were subsequently completed, including thoracic descending aortic device implantation on (B)(6), 2025, infrarenal evar relining using a gore conformable endograft, and additional thoracic descending aortic interventions. On (B)(6), 2025, the patient underwent implantation of thoracic and thoracoabdominal branched and/or fenestrated devices, as well as abdominal and limb stent grafts. Implanted devices included a tag thoracic branch endoprosthesis aortic component in the aortic arch, a tag thoracic branch side branch component in the left subclavian artery, and a tag conformable thoracic stent graft with active control system in the proximal descending thoracic aorta as well as a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) in the left renal artery. Overall procedural success was achieved across all staged interventions. During follow up (CT on (B)(6), 2026), aneurysm sac and false lumen (fl) enlargement were observed and initially attributed to a type ii endoleak, supplied by intercostal and lumbar arteries. However, after reintervention performed four days prior to the current assessment, the etiology of persistent pressurization became clearer. In addition to the type ii endoleak, a clinically significant type iii endoleak was identified, originating at the left renal artery (lra). This type iii endoleak was associated with a kissing viabahn configuration within a vbx stent graft used to bridge the lra in order to off label preserve a double left renal artery system. The mechanism of the endoleak was determined to be a gutter-related leak, rather than a structural failure of the vbx or viabahn devices themselves. The leak was instead attributed to suboptimal device choice and configuration at the index procedure. In summary, both type ii and type iii endoleaks contributed to sac enlargement, but the primary driver for reintervention was the type iii endoleak arising from the lra bridging configuration. Addressing this type iii endoleak was therefore the principal objective of the most recent intervention.